Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant was placing the impella 5.5 pump to support the patient admitted in with planned high risk surgery/coronary artery bypass grafting. The pump was found to have malfunctioning optical signal sensor before patient use. Due to concerns with sensor/pump after insertion the pump was replaced. The new 2nd pump was placed. The investigating engineer of the impella 5.5 determined the issue likely stemmed from the automated impella controller and is requesting it to be returned for investigation.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on the complaint date, july 2, 2025, the initial pump sn: (B)(6) was connected for 15 minutes, ideally without running. During this period, the rt log shows that the snr was low, below 2000. This confirms the reported failure mode - optical signal issue. Although the initial pump was replaced with sn: 59312, the lt log indicates that the snr remained below 2000 throughout the case. Device analysis: the console was placed on the bench and a test pump was ran at p-level 5 for several minutes. In this time, two ¿placement signal low¿ alarms were generated. The 5s parameters were evaluated using a fixed length test cavity and all values were within the ranges specified in preventative maintenance procedure 0042-7309, with the exception of contrast which was marginally low at 38%. The console was opened and a general inspection for damage, loose cables/connectors, etc. Was performed with no issues noted. The analog output of the optical bench ccd array was evaluated with an oscilloscope and distortion was noted in multiple locations. Root cause: the root cause of the placement signal issue was an optical bench with a distorted ccd waveform. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9: updated. H3: updated. D6a / d6b should have been left blank in the initial report. D10: concomitant medical products and therapy dates updated.